Event description:
It was reported to boston scientific corporation that two resolution 360 clip devices were used during a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure, the clip was attempted to be deployed but the clip did not detached from the catheter. The same event happened with the second clip; however, this time, the clip released from the catheter and the procedure was completed with the second resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018 as no event date was reported. Problem code 2906 captures the reportable event of clip did not detached from catheter. A visual examination of the returned complaint device showed that the clip assembly was deployed. A kink was noted on the proximal section of the catheter. The yoke was separated from the clip assembly and the tabs of the clips were locked into the capsule. This failure is likely due to an expected or random component failure without any design or manufacturing issue. Therefore, the most probable root cause is cause traced to component failure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018 as no event date was reported. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two resolution 360 clip devices were used during a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure, the clip was attempted to be deployed but the clip did not detached from the catheter. The same event happened with the second clip; however, this time, the clip released from the catheter and the procedure was completed with the second resolution 360 clip device. There were no patient complications reported as a result of this event.